Manufacturer narrative:
(B)(4).

Event description:
It was reported that several months after patient had an implantable neurostimulator (ins) in 2004, the leads had "slipped out." The leads were not revised due to patient's brittle spinal cord. It was noted that the patient had turned off ins and has not used it since.

Event description:
Additional information received reported that the pain stimulation was no longer working. It was noted that three weeks after implant, the patient was lying in bed and lifted her arm. The wires slide down three inches and the therapy had not worked since then. It was noted that the patient never had the device taken out.

Manufacturer narrative:
Concomitant medical products: product ID: 7435, serial# (B)(4), implanted: (B)(6) 2004, product type: programmer, patient. Product ID: 748910, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 389133, lot# j0349251v, implanted: (B)(6) 2004, product type: lead. Product ID: 3550-09, lot# lb7590, implanted: (B)(6) 2004, product type: accessory. (B)(4).